Manufacturer narrative:
Medtronic rep tested system and performed a pm with no issues or inaccuracies, suspect frame movement. No impact to pt outcome.

Event description:
Medtronic rep reported the previous time the surgeon tried to use the stealth for an odontoid screw placement in the cervical spine, it was about 2 inches off. The surgeon discontinued use of navigation but continued with surgery. The pt's outcome was not impacted.